Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that no sings of breakage were found on the shaft for 90 screwdriver, the report condition cannot be confirm, however sings of wear were spotted, and inner shaft is missing. No other issues where identified. A dimensional inspection was not performed as it is not applicable to the complaint condition. The overall complaint was unconfirmed as the observed condition of the shaft for 90 screwdriver would not contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.¿as part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Drawing/specifications reviewed: yes. Dimensional inspection: n/a. Device history lot: part# 03.505.003, lot # 8153978, manufacturing site: werk selzach logistik, supplier: (B)(4), release to warehouse date: 13 jul 2016. Expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b additional device product codes: dzj and dzi. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6)2023, while re-sterilizing the sets from yesterday's surgery, it was noticed that the metal ring on the inner shaft of one of the 90 degree screwdrivers was broken and the spring was out of place as well. A second 90 degree driver was also damaged. The collar that threads onto the 90 degree handle seems to be bent and won't properly thread onto the handle. The surgeon did not use the 90 degree driver during yesterday's surgery so the equipment was not damaged during surgery. It was noticed during regular testing and there was no patient involvement. This report involves one (1) shaft for 90° screwdriver. This is report 1 of 1 for (B)(4).